Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The operator's handling led to an injury to the roof of the atrium. This injury subsequently caused a pericardial effusion requiring surgical intervention. The mitraclip procedure was discontinued with no clips implanted or grade reduction. The patient left the operating room to be monitored in the intensive care unit. A reassessment of the patient's condition will be carried out by the heart team to conclude a new surgical attempt.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the tissue injury resulting in pericardial effusion appears to be related to user technique/procedural conditions associated with the handling of the cds. Pericardial effusion and tissue damage/injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.